Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server had connection issue with the persnet to pyxis and the orders were not crossing. A technical support specialist (tss) noticed a system slowdown, during which the database server became unusable due to performance issues. The slowdown rendered the server unresponsive, requiring all sites and stations to be placed in manual critical override mode. The tss moved the server to new hard drives, no new issues were identified. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over to the device. The user was unable to provide a sample patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.